Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to check the bluetooth settings and reported there was no dexcom transmitter listed. Patient was then advised to disable and re-enable bluetooth, remove and reinstall the g5 application, and manually enter the transmitter ID, which was successful. No additional patient or event information is available.